Event description:
It was reported by the customer that the clips were coming out sideways on unknown firings with two devices. The customer used another like device to complete the case with no patient consequences. The devices will be returned.

Manufacturer narrative:
Add'l info - instrument a: orange indicator did not show. Instrument b: batch #d9dj17, exp date: 03/04/2012; MFR date: 04/04/2007. Evaluation summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications, no sideways feed issues were found during analysis. The instrument locked out; however, the orange indicatory only showed 2/3 of it. The analysis results for the one el5ml device (b) found that was received with the advancer broken. The instrument was cycled and short fed ten clips due to the advancer condition; however, no sideways feed issues were noted during analysis. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reporter event was observed during the batch record review.